Event description:
The rotator broke during an angiographic procedure at 596 psi, flow- 4.0ml/sec, volume- 20ml. There was no report of harm or injury. The customer reported two defective units but has not provided any additional info or clinical details for the additional event. The customer returned two devices for evaluation, lot number(s) not known. Therefore, only this single form FDA 3500a report will be filed.

Manufacturer narrative:
Device evaluation: the suspect device evaluation has not been completed. A follow-up report will be submitted when the device evaluation has been completed.